Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker detected intermittent high out-of-range right atrial (ra) lead impedances. The polarity of the lead was reprogrammed. No adverse patient effects were reported. The device remains in service.